Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultrasmart meter displayed an unspecified error message. The medical surveillance specialist (mss) spoke to the wife of the lay user/patient for follow-up questions and obtained/verified the following information. The patient's wife informed the mss that the patient's testing frequency is 4x daily and manages his diabetes with humalog (6-8 units 3x/daily) and lantus (14 units 1x/daily in the morning). The patient's wife confirmed that the alleged issue began on (B)(6) 2012. At the alleged issue began, no action was taken regarding the patient's diabetes regimen. A week after the alleged issue began, the patient's wife confirmed the patient was experiencing symptoms of disorientation, blurry vision, frequent urination, and loss of balance; which were associated as high blood sugar symptoms. According to the wife, the patient stated he was hospitalized. The patient was kept in the emergency room (ER) for 48 hours, then he was moved to the intensive care unit (ICU) for a couple of days, and was later moved to a private room for 1 day. The wife, however, was not able to confirm/verify what kind of treatment the patient received during his stay at the hospital. According to the wife, she was only able to recall the patient was tested for high blood pressure and the patient was able to get his blood glucose level down. At the time of troubleshooting, the cca walked the patient through a blood retest; however the alleged issue was resolved. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient's wife claims the patient was unable to test his blood glucose due to the reported issue, reportedly developed symptoms suggestive of hyperglycemia, requiring hcp treatment after the alleged meter issue began.

Manufacturer narrative:
The meter involved this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2012, with the following findings: the returned meter failed testing. There was contamination found on the meter's pcb pins. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510(k) # is k021819.